Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-04062019-0000446227 submitted for adverse event which occurred on (B)(6) 2014. Mwr-04062019-0000446280 submitted for adverse event which occurred on (B)(6) 2014. Mwr-04062019-0000446290 submitted for adverse event which occurred on (B)(6) 2016.

Event description:
It was reported by an attorney that the patient underwent an incisional hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent revision surgery procedure on (B)(6) 2014. No additional information was provided.